Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system tip was found cracked when removed from the packaging. The following information was provided by the initial reporter, translated from chinese to english: "(B)(4), the nurse used bd indwelled needle (trocar), inspected the integrity of the product, and found no damage to the outer packaging, but after opening the needle, found cracking at the tip of the plastic tube. In consideration of safety, it was not used for the patient, replaced one, and reported to the security department."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system tip was found cracked when removed from the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "(B)(6) 2021, the nurse used bd indwelled needle (trocar), inspected the integrity of the product, and found no damage to the outer packaging, but after opening the needle, found cracking at the tip of the plastic tube. In consideration of safety, it was not used for the patient, replaced one, and reported to the security department."

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system tip was found cracked when removed from the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "(B)(6) 2021, the nurse used bd indwelled needle (trocar), inspected the integrity of the product, and found no damage to the outer packaging, but after opening the needle, found cracking at the tip of the plastic tube. In consideration of safety, it was not used for the patient, replaced one, and reported to the security department."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.